Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, not provided. An unused device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor could not be released, the system was pulled out completely. The system could not be connected to the angio-seal lock, the typical clicks were not possible.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 3221 is based upon the evaluation of user facility information and the actual device not being returned; 213 is based upon the evaluationof the returned unused sample. H6: investigation conclusion: 4315 is based upon evaluation of user facility information and the actual device not being returned; 67 is based upon evaluation of the returned unused sample. Two 6 fr angio-seal vip devices were returned to terumo medical corporation. The returned samples were unopened devices of the same lot.. Each device was subjected to visual and functional analysis. The header bags were opened, containing the guidewire, arteriotomy locator, hemostasis sheath, and carrier tube present in the polyfoil pouch. No abnormalities were noted for the devices or device packaging. The devices were functionally tested. For each device, the hemostasis sheath and carrier tube are successfully mated in forward lock position, deploying the anchor. Each device is set to rear lock position, posting the anchor on the device tip. Each device is pulled, deploying the tamper tube, collagen and anchor. The collagen is able to be successfully tamped for each device. No issues or abnormalities were noted with the device deployments. The complaint cannot be confirmed for a device pullout. The sample from the complaint event was substituted with two unused devices from the same lot. The returned devices were able to be successfully deployed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).